Event description:
It was reported that this right atrial (ra) lead was programmed for unipolar prior to magnetic resonance imaging (MRI). Technical services (ts) discussed MRI condition includes there can be no evidence of fractured lead or compromised pulse generator-lead integrity. Leads must be bipolar as well. Date of unipolar reprogramming or reason is not known. This lead remains in service. No adverse patient effects were reported.